Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and variable and there was an r-wave amplitude measurement issue. It was noted on (B)(6) 2016, the rv pacing impedance rose to 4047 ohms shortly after implant up from a trend in the 779-1463 ohm range, and between (B)(6) 2016, the r-wave amplitude measured between 2.25 and 2.5 mv, then rose to 22.25 mv on (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days following the implant procedure, patient presented with dizziness and a near fainting episode. A device check indicated the right ventricular (rv) lead triggered a bipolar lead impedance warning due to high pacing impedance values and intermittent capture was observed. It was noted the daily pace impedance trend also revealed varying impedances and the physician chose to revise the position of the rv lead. The rv lead was repositioned to the apex of the ventricle and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.